Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an av node ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. During the procedure, after removing the dilator and wire, there was blood flowing back from the hemostatic valve of the carto vizigo sheath. The sheath was replaced, and the procedure continued without further issues. There was no indication that the backflow bleed was excessive nor that the patient¿s hemodynamics was compromised or that an intervention was required. As such, this was not assessed as a patient event, but as a MDR reportable product malfunction for hemostatic valve separation. It is most likely that the blood leakage occurred due to a malfunctioning/dislodged valve.

Manufacturer narrative:
The biosense webster inc.(bwi) product analysis lab received the device for evaluation on (B)(6) 2021. The device evaluation was completed on (B)(6) 2021. It was reported that a patient underwent an av node ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. During the procedure, after removing the dilator and wire, there was blood flowing back from the hemostatic valve of the carto vizigo sheath. The sheath was replaced, and the procedure continued without further issues. There was no indication that the backflow bleed was excessive nor that the patient¿s hemodynamics was compromised or that an intervention was required. As such, this was not assessed as a patient event, but as a MDR reportable product malfunction for hemostatic valve separation. It is most likely that the blood leakage occurred due to a malfunctioning/dislodged valve. Device evaluation: visual analysis of the returned sample revealed that the vizigo sheath was in normal conditions. A functional test was performed: a sample catheter was introduced into the sheath and no anomalies were observed during the test. Also, the sheath was connected to the cool flow pump from the sideport and the catheter was irrigating correctly. No irrigation/leakage issues were observed. A device history record evaluation was performed for the finished device 00001580 number, and no internal actions related to the reported complaint condition were identified. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no issue was observed, there are some precautions on inserting the dilator into the vizigo sheath according to the odp (optimal performance guide): ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿. The event described could not be confirmed as the as the device performed without any irrigation issues. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).